Event description:
It was reported that the presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited noise and low impedance. The device was reprogrammed and the patient would continue to be monitored. The patient had no symptoms and was doing fine.

Manufacturer narrative:
(B)(4).